Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery depletes faster than expected and subsequently the pump shutdown. Customer's blood glucose (bg) level was "high." Customer delivered a correction bolus via the pump to address high bgs. When the pump was powered on, the pump's time and date were inaccurate. Customer corrected the time and date to resolve the issue.